Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned, but the failure mode was not confirmed. The following repair diagnostic codes were identified: other 'e' error. The following service codes were identified: replaced ci cord bracket. Replaced sensor bracket. Tier 2 pump repair. Upgraded software. The following was observed: visual inspection : no physical damages seen on the unit. Functional inspection : the pump booted up and the critical error log was also reviewed and there were no errors related to the complaint. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. The customers complaint was not duplicated. However, it is recommended to have the software updated. This does not confirm the alleged failure mode of over inflating. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure. Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure. Software malfunction. Use error. System design. Unwanted movement of internal components/wiring. Pressure sensor is operated above linear pressure reading range. Pump operated at least-favorable environmental conditions for extended period of time. Run screen does not adequately indicate overpressure situation. Miniwash malfunction (cf). Command not registered from hand control (all), footswitch. Excessive use of wash or turbo. Slow reaction time to a quickly closed off shaver outflow at high flow rates. Power failure of pump. Pressure sensor stuck behind the sensor bracket. In sum, the product was returned, but the failure mode was not confirmed.

Event description:
Dr. (B)(6) reported to our sales rep, dewald, that the unit is over inflating but was switched off before it caused and damage.

Event description:
Dr. (B)(6) reported to our sales rep, dewald, that the unit is over inflating but was switched off before it caused and damage.